Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed battery shorting/low resistance. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was explanted and replaced for normal battery depletion. The ICD was returned to the manufacturer where it subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.